Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event any concurrent procedure/device implantation? Onset date of pain? Describe any medical/surgical intervention for pain including dates and results. What is the patient¿s current status? What was the indication for mesh repair? Initial surgical approach? (Laparoscopic or open?)

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced severe debilitating pain in pelvic floor region increasing over time being and leaving the patient unable to function in everyday tasks. The patient underwent a partial removal with no perceivable benefit. The patient is trying to arrange a full removal due to ongoing complications of the inserted mesh. Additional information has been requested.